Event description:
The customer called to report hydrogen peroxide contact. The contact occurred when the customer removed the load. She felt a tingling sensation and had skin discoloration. She went to employee health but was not prescribed any treatment. The contact area was almost healed before the employee went home for the day. There was no vaporizer plate in place at the time of the contact.